Event description:
The following has been reported: biomed reported: "ticket stated "pump problem". Cleaned and ran infusion pump test. Pump problem error occurred 25 minutes into infusion. Patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure (av sticky valve). Performed mock infusion and unit had a state 1 error. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found the fva pins had debris. The fva output pin had excessive debris. Cleaned fva pins, channels and reinstalled fva assembly. Performed a mock infusion with no errors. The handle assembly is damaged due to heavy scratching near the status light indicators. The lcd touch screen is damaged due to broken screw mounts. The fva lip seals, lcd touch screen, and handle assembly will be removed and replaced before being sent to the test line for full functional testing.